Event description:
Information received from the field notes that the patient presented to the clinic post implant with inconsistent capture and loss of sensing. A lead repositioning was performed. Loss of capture was once again observed and the lead was explanted and discarded. About seven weeks later, the pulse generator and new lead were also replaced for loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received